Manufacturer narrative:
Product not yet returned for evaluation.

Event description:
Customer complains of low results. Customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-150mg/dl fasting. Verified test strips expire 06/30/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern: 71mg/dl (B)(6) 2015 8:35am. Customer had a stroke and was admitted to the hospital on (B)(6) 2015 while she was at the hospital they tested her diabetes with their meter and the meter read 165mg/dl and the true result registered the glucose at 132mg/dl. Adverse event not reported.